Event description:
It was reported that during the procedure the hand piece was attached to a tissue bundle, the generator was activated, went through it's cycle and gave an end tone indicating the cycle was complete. The surgeon cut the tissue, released the jaws, no seal was made and the tissue bled. There was no excessive bleeding.

Manufacturer narrative:
Device is currently being evaluated. The hand piece used was a ls1100 which was not saved and the lot # is unknown.